Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer replaced the sample probes and the gear pump and verified alignments and calibrations. He ran calibrations, controls, and routine patient samples. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas 8000 c702 module. Example 1 initial glucose result was 1.3 mmol/l, and the repeat result was 5.93 mmol/l. Example 2 initial creatinine jaffe gen.2 result was 59 mol/l, and the repeat result was 600 mol/l.